Event description:
The patient reported that when he presses the ok button when the pump screen is dark he does not see the home screen and will sometimes see the main menu screen, normal bolus screen, or suspend screen. The ok button is reportedly sticking. The keypad issue may be causing the display highlights to scroll. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted 8/10/2012 the pump has been returned and evaluated by product analysis on 7/16/2012 with the following findings: testing was unable duplicate the complaint regarding "ok"button sticking and scrolling. All keys functioned as expected and no physical damage was noted. A white residue was noted under the up and down keys.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.